Event description:
A malfunction was reported with a specific malfunction code detected. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the customer in resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.